Event description:
A physician reported with the description of lens got stacked due to which it was not implanted. Additional information has been requested, yet no new information has been received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).